Event description:
The manufacturer received information alleging an error code related to the oxygen blending module. There was no serious patient harm or injury that occurred or was reported. Err_obm_accy_urgent_service is potentially a failure of the oxygen blending module (obm), which may impact therapy (delivery of o2). The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported information alleging an error code related to the oxygen blending module. There was no serious patient harm or injury that occurred or was reported. Err_obm_accy_urgent_service is potentially a failure of the oxygen blending module (obm), which may impact therapy (delivery of o2). The ventilator was returned to a third-party service center for evaluation and the customer¿s complaint was confirmed. The device's oxygen blending module (obm) board needs replaced to address the issue. Additionally, unrelated to the reported error code, the top plate, front and rear enclosures, obm blender gasket, handle, handle o-rings, universal porting block were found to be damaged. Also, the blower was found to be noisy. Necessary parts to be replaced.